Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing)/2367 alarm, which occurred on the homechoice (hc) during use. The tsr advised the hp would need to start over with new supplies and contact the registered nurse (rn) about possible introduction of air into the lines. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.